Event description:
Pt to carbon tetra-chloride for ptca pf rca-after stemt deployment, balloon advanced thru struts of stent to side branch to dilate-balloon and part of catheter broke off and remained in the rca.

Event description:
It was reported that during a ptca procedure, upon removal, the catheter shaft separated and a portion remained in the pt. Pt went to surgery for removal. Pt status is unknown.